Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples or photos provided for analysis. Based on the available information, the reported issue could not be confirmed, and an exact root cause was not determined. All information received will be used for further tracking and trending purposes and we will continue to monitor.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported leakage of liquid (medications) through the plunger of the syringes. The problem may occur on more than half of the syringes in the same tray. On some syringes, the product leaks between the 2 theoretically sealed sections of the piston. On other syringes, the drug flows and comes out of the syringe from the plunger. The customer further stated that the syringes are not leak-proof and do not maintain the sterility of medications. Risk of drug loss (incomplete dose) and contamination of doses with microorganisms. In addition, the syringes are interposed inside the tray. This means that pharmacy dispensers cannot protect critical syringe sites easily (go over the syringe tips in the row below when trying to pick up syringes from the top row). This increases the risk of contaminating supplies during handing. They have lost many doses of medication because the medication had leaked into the plunger of the syringe (the product is no longer considered sterile). The doses have been redone. To solve this issue, they have changed the preparation of several drugs to 5ml syringes despite a risk that the volume will be less accurate.